Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 29mm valve implanted in the tricuspid position was considered for a tavi viv procedure after an implant duration of 4 (four) years and 3 (three) months due to deterioration leading to severe insufficiency observed at echo. As reported, the reason for the initial replacement was a diagnosis of ebstein anomaly. Per clinical opinion, the root cause for prosthesis degeneration might be associated to patient's hemodynamic and anatomic conditions, rather than to the biological prosthesis.